Event description:
It was reported that touchscreen did not register as well as it used to and required multiple attempts, after which pump shut down. No information was received regarding the impact to the customer¿s blood glucose level. Patient declined further troubleshooting, so technical support documented reported issue, closed case, and took no additional action.